Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they the insulin pump was stopped working completely and experienced high blood glucose level. Customer's blood glucose value was 440 mg/dl at the time of the incident. Patient called because her insulin pump was not communicating with her meter and her sensor she can not calibrate and blood glucose level was not sending to insulin pump checked manage devices screen and manage device was greyed out. Customer's insulin pump had low battery notification and then was off for 6 hours so her blood glucose level went up to 440 mg/dl at that time. Customer said it was not working for at least 6 hours advise that blood glucose level was high because it was not working for 6 hours before she noticed it she treated using bolus after installing a new battery blood glucose level at time of call was 390 mg/dl. The insulin pump will not be returned for analysis.